Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for evaluation with a kink observed in the sheath assembly at 72.6 cm from femoral marker at the proximal end. The imaging window assembly is twisted with a small rip in it, at about 81.5 cm from femoral marker at the proximal end. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the strain relief assembly (between the hub and telescope) and imaging core was broken off from the strain relief, which were all observed during x-ray analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image was encountered. The opticross imaging catheter was used to visualize the 99% stenosed target lesion located in the severely tortuous and severely calcified proximal end of left circumflex to distal of circumflex coronary artery. It was noted that during manual pullback in percutaneous coronary intervention, image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a hole/perforation in the sheath of the imaging widow.